Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator generated shock advised messages in semi-automated external defibrillator (AED) mode, when the electrocardiogram (ECG) waveform was not consistent with ventricular fibrillation (vf) or pulseless ventricular tachycardia (vt). The device was being used with defibrillator pads in AED mode for a patient in cardiopulmonary arrest. There was no adverse event reported.

Manufacturer narrative:
Other text: multiple requests were made for evaluation and resolution data without a response